Event description:
It was reported that the user experienced elevated blood glucose values around 200¿217 mg/dl for approximately half an hour after eating sugar-free pudding while using the ilet pump, with a recent infusion set change and subsequent stabilization reported; troubleshooting addressed potential improper or incorrect procedure or method and referenced the user interface component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.